Event description:
During an unknown procedure, when device was fired, only one row of staples were formed, instead of four. The case was completed with another device of the same product code. There was no patient consequence.